Manufacturer narrative:
The cause of the discordant high pt- inr result is unknown. The issue affects a singular sample. A user error contributed to the incident. The reported result was flagged error 32, no coagulation but was reported as >100 seconds >10 inr. Per the ca series measurement evaluation and check methods guide, a numerical result should not have been reported. The guide states: no coagulation (nc): this message occurs when the analyzer was unable to detect a coagulation reaction or a weak clot was detected. If the change in scattered light intensity (dh) does not reach the "no coagulation threshold" value, the result will be flagged with a "no coagulation" error. When this condition is detected the result will not be reported. It further instructs the operator: action steps for "no coagulation" check the sample for possible anticoagulant contamination, hemolysis, lipemia, etc. Verify delivery of sample and reagent. Reanalyze the sample. For fibrinogen, if auto-redilution is not set, change the dilution ratio and reanalyze. If error 32 persists on reanalysis of the sample, the sample under-runs the detection limits of the detector. Use an alternate method to confirm the data. Qc was within laboratory ranges at the time of the incident. The device is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated prothrombin time international normalized ratio (pt-inr) result was obtained on a patient sample on the sysmex ca-1500 instrument. The result was flagged with an error code. The result was reported to the physician. A redraw sample was run and a lower, as expected, result was obtained. The original sample was also later rerun and an expected, lower result was obtained, similar to the redraw sample. A corrected report was issued. The patient was treated with a dose of vitamin k based upon the discordant elevated pt-inr result. There are no reports of adverse health consequences as a result of the discordant pt-inr result or treatment.